Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 177 mg/dl. The blood glucose reading at the time of the event was 700 mg/dl. Customer was thirsty, headache and chest pain. Customer was over-treated in hospital, she experienced a low blood glucose. She was given a shot of glucose. Customer was hospitalized for three days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.